Event description:
The customer reported that the systems' monitors went blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack and lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.